Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise was detected on the right ventricular lead. No intervention was performed at this time. The patient was in stable condition.